Event description:
The patient reported that on (B)(6) 2012, he went in for therapy and was given electrical stimulation on his back. He left and on his way home got in a car accident. The paramedics were saying it was because of his blood glucose which measured 37 mg/dl when he got to the hospital. He was in the hospital for about 3 hours. The emergency room thinks the pod over delivered. He drank 3 orange juices and ate a snack and they also gave him an injection of sugar water.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hypoglycemia. No product lot number was reported so no qualification record review could be performed. The omnipod user's guide warns "test results below 70 mg/dl mean low blood glucose (hypoglycemia). If you get results below 70 mg/dl, but do not have symptoms of hypoglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl, follow the treatment advice of your healthcare provider," and "make sure your blood glucose is at least 100 mg/dl before driving or working with dangerous machinery or equipment. Hypoglycemia may cause you to lose control of a car or dangerous equipment. Also, when you focus intently on a task, you may miss the symptoms of hypoglycemia." It advises "care should be taken if the omnipod system is used adjacent to other electrical equipment; if adjacent use is inevitable, such as in work environments, the omnipod system should be observed to verify normal operation in this setting."